Manufacturer narrative:
An investigation was performed in response to a complaint of error 4033 and 0102 on the aia-2000 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) inspected the sorter x-axis path and found the x-axis home sensor, s020 was loose and out of alignment. The fse aligned and tightened and secured s020. The fse then reset the sorter and was able to scan the tips with no errors. The investigation confirmed an alignment issue due to a component failure. No product will be returned. The aia-2000 operator¿s manual under appendix 4 error messages states the following: sorter x-axis home overrun: cause: the home sensor activated improperly following movement of the sorter x-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Tip scan failure: cause: mechanism error occurred during tip scan. Measuring operation is suspended. Solution: open the tip sorter door, inspect the interior, and close the drawer. Measuring operation will then resume. A 13-month complaint and service history review for serial number (B)(4) from the date of 01mar2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported error 4033, sorter x-axis home overrun on the aia-2000 analyzer. The customer indicated that error 0102, tip scan failure also occurred. This is a reportable event based on delay in reporting patient results for human chorionic gonadotropin, total beta (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl) and progesterone (prog iii).